Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast pain mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old caucasian female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade iii on her right side postoperatively; diagnosed visually, and via physical exam. The patient has consulted with the healthcare professional. As a result, the device will be explanted on (B)(6) 2023, mentor became aware that the patient also experienced left side pain in addition to right side capsular contracture; baker grade iii and replacement devices received on march 28, 2023 were serial numbers (B)(4). This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On april 18, 2023, the mentor failure analysis lab received the device for evaluation. On april 24, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if the pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).